Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that three times in the past three weeks, when she inserted a new cartridge and infusion set, everything seemed fine. Then within 4-24 hours, she noticed that the infusion set's tubing broke away from the clip that is inserted into the cannula. Therefore, first event occurred on (B)(6) 2020, second and third event on (B)(6) 2020, respectively. She did not notice any damage to the infusion sets when the package was first opened. Moreover, the patient was using humalog insulin type. Further, she replaced the infusion set and insulin was resumed successfully. No further information available.